Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, consumer and healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. The manufacturer representative reported that it was difficult/unable to charge the patient¿s ins. It was stated that the recharger wouldn't get any bars. The programming nurse had the patient move in several different positions and tried pushing on the ins, but could not obtain coupling. It was noted the patient was obese. It was reported that they were able to communicate with another external device. The patient was programmed the day of the report and was set to 3.5v. It was stated the nurse tried another recharger and wasn't able to get any bars. Three and a half months after the initial report, the patient reported that the antenna was too hot while recharging and causing the patient discomfort. It was reported that there was a "too hot" message on the insr after about 40 minutes of recharging. It was reported that the issue started about a week prior to this report. It was also reported that the recharge efficiency isn't good, so it takes longer to recharge. Patient reported that the implant might be deeper and indicated that patting was thicker. It was noted that the patient's skin has broken out before and that it gets reddish purple from recharging. It was reported that this issue occurred a month or two prior to this report. It was noted that the recharging antenna was damaged. A replacement antenna was sent to the patient. The healthcare professional reported that patient chest was very thick, so deep implantation was unavoidable. It was reported that the patient was seen in the office and charging was performed to 50%. It was also reported that impedances were checked and were acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating there was surgical intervention to replace the device as a result of the previous one being implanted too deep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the surgeon put the ins in the wrong position ¿ too deep ¿ and told the patient immediately after implant they would probably have trouble recharging. It was stated that the patient¿s ins recharger (insr) antenna has been replaced twice because of malfunction. The patient charges 4-5 hours each day, but it takes 6 hours to recharge fully. It was also stated that the patient tries to charge for an hour or two everyday, and sometimes 4 hours, so it is unclear how long the patient¿s charging sessions are. They cannot get a full charge because it overheats, but does not show code numbers. It takes longer to recharge due to the overheating. No further complications were reported.